Manufacturer narrative:
Voluntary medwatch report received: mw5157781.

Event description:
Voluntary medwatch received states that the right atrial lead exhibited an unknown issue which was suspected due to calcification around the lead. No intervention was performed and the patient experiences no consequences. The patient will continue to be monitored.